Manufacturer narrative:
(B)(4). Batch # n5720d. The analysis found that one ec60a device was returned with no apparent damage and with one gts60w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: the customer was not aware of any clips in the way of the firing of the device, but this was not completely certain. It is unknown what structure or tissue the device was closed on for the third firing. The customer did not specifically report what was used to cut the device off, but it was not an endocutter. The customer reported they applied clips around the device and used some type of laparoscopic shears to cut around the closed jaws of the device. The specific cartridge code being used was not known and the customer has both ecr and gst 60 mm reloads.

Event description:
It was reported that during a laparoscopic radical nephrectomy procedure, after the third firing the device could not be opened. The surgeon tried everything they could to release the jaws to no avail. The surgeon clipped around the device and laparoscopically cut it off to remove the device. Another device was not necessary to complete the procedure. There were no changes to the intraoperative or postoperative care reported and no adverse patient consequences reported.